Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during preparation for an ablation procedure to treat atrial fibrillation in the left atrium a polarmap catheter was selected for use. The physician tried to insert the device into the y connector, however, it was difficult. The outer coating tip was observed to be torn with a splinter on the no. 2 electrode side, lifted in the area between the first and second electrodes. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to return, as it was discarded.